Manufacturer narrative:
(B)(4). The customer returned one unit of sgs23rb titan sgs rb stapler 23 cm for inspection. The motor pack and buttress were not returned. The stapler was returned with the jaws partially open. No defects or issues were found on the gears or pcb connector port. The jaws were inspected, and all staples were observed to have been fired from the device. No defects were observed on the device. There was evidence of biological material on the device. Functional testing was performed on the device. A lab inventory motor pack and spu were used for testing. The device was powered on and properly connected to the spu. The spu stated that the device had already been fired, so the device was reset. After the device was reset, the jaws were fully opened and closed with no issues. The staples were then reloaded into the device. Testing skin was then inserted into the jaws for testing. The device was able to perform all commands and enter firing mode with no issues. The device was then fired. During firing the device was paused and was able to continue with no issues. The stapler was able to fully fire all the staples and properly cut the test skin into two parts. The staple line was inspe cted, and no issues were observed. No functional issues were observed with this device. The reported complaint of "post-operative leak" could not be confirmed based upon the sam-ple received. The sample was received without the motor pack or buttress. The jaws were returned partially open and all the staples in the device had been fired. No defects were observed on the de-vice. Functional testing was performed on the device. A lab inventory motor pack and spu were used for testing. The device was powered on and properly connected to the spu. The spu stated that the device had already been fired, so the device was reset. After the device was reset, the jaws were fully opened and closed with no issues. The staples were then reloaded into the device. Testing skin was then inserted into the jaws for testing. The device was able to perform all commands and enter firing mode with no issues. The device was then fired. During firing the device was paused and was able to continue with no issues. The stapler was able to fully fire all the staples and properly cut the test skin into two parts. The staple line was inspected, and no issues were observed. No functional issues were observed with this device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the removed stomach, when tested, had leaks along the staple line. Tests were taken to insure the stomach remnant inthe patient did not have a leak". No patient injury or consequence reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the removed stomach, when tested, had leaks along the staple line. Tests were taken to insure the stomach remnant in the patient did not have a leak". No patient injury or consequence reported.